Event description:
Customer reported the system is displaying a filament regulator fail error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the candlestick high voltage connectors. System operates as intended.